Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0wj5t, implanted: (B)(6) 2015, product type: lead. Product ID: neu_wrench_acc, product type: accessory. (B)(4).

Event description:
The manufacturer representative reported that the implantable neurostimulator (ins) had a defective setscrew that wouldn't tighten down when the lead was inserted. The troubleshooting performed was that they tried to tighten it down several times unsuccessfully. The action taken to resolve the event was that they replaced the ins and completed the case without incident. There were no adverse events. The issue was resolved and the patient status was alive with no injury. The ins that was never implanted was returned. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.